Event description:
The customer contacted global technical services (gts) regarding an alarm that occurred on the homechoice (hc) during therapy and the home patient (hp) started set up over with the same set up after the power came back. The home patient (hp) stated the hc was in part of a drain when the power went out in the house for about 4 hours. The hp stated when the power came back on, it had ended therapy, so the hp started setup over with the same supplies. The technical services representative (tsr) explained that the hp would need to end the therapy and start over with new supplies. The hp was not sure how much had drained when the power went out. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. The cause of the use error was undetermined. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide and all the printed pouches for disposable products that are intended for single use are labeled with "this device is intended for single use only". A review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.